Event description:
Reportedly, the device was still recognized in the box. The programmer continuously displayed artifacts and mv sensor errors.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the patient files analysis led to the following observations: the automatic implantation detection was forced before the confirmation of connection (arrow in red) by the user before the implantation procedure (device still in the box). Since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. To prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm. In case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. An improvement is currently in progress to be more robust against this practice. There is no patient risk and this case is recorded for trending purposes.